Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Http//dx.doi.or/10.1016/j/bjoms.2016.03.020 the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and a definitive cause can not be determined. Mdrs related to this report 2029214-2016-00652 mdrs related to this event 2029214-2016-01021, 2029214-2016-01022, 2029214-2016-01023, 2029214-2016-01024. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that this patient was readmitted with bleeding from the floor of the mouth. The cause of the bleeding was not completely clear, however reported to be likely due to small residual of avm previously embolized. It was reported that this patient underwent further angiography but no further vessels were identified to embolise. Patient was reported to be doing well on follow up. It was further reported that some patients in the study were noted to have pre-existing bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.